Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "difficulty breathing/short of breath, hurts to breathe deep, is coughing when he breathes deep." The patient stated they had a lung x-ray and their doctor is recommending an MRI but no further information was provided. There is no allegation of serious or permanent harm or injury. The device was returned for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. The device was scrapped therefore no further investigation can be performed.